Event description:
The report we received from the affiliate indicated that a 5f sheath was covered with a greasy film. There was a drop of liquid (possibly silicone) on the white valve of the sheath. When the vessel dilator was introduced in the sheath, liquid got into the vessel and caused an allergic reaction; the patient exhibited fever and ague after the angiographic procedure, but is now doing well. Further information indicated that the cause of the patient's ague and fever was unknown, however, the clinic personnel related the greasy film on the sheath to the patient's symptoms. In addition, it was noted that the problem on the sheath could be noticed prior to insertion and was identified before the procedure.

Manufacturer narrative:
The product is not available for evaluation; however, an investigation with other sheaths of the same size was conducted at the distributing facility and indicated that the liquid was silicone oil; a lubricant used in the production of the hemostasis valve. The lubricant is a medical fluid, which is biocompatible thus highly unlikely to be the reason for the adverse effects to the patient. Prior to using the 5f avanti catheter sheath introducer, a "greasy film" was identified on the unit. The film was further described as " a drop of liquid (possible silicone)". The unit was used for the procedure, after which, the patient experience "fever and ague" which resolved on its own. During the manufacturing process, sheath gaskets are lubricated with silicone medical fluid to prevent crosslinking of the leaflets of the hexcuspid cut. As this product was not returned for evaluation, it was not possible to confirm the complaint or positively identify the fluid; however, it appears that the film may have been a normal part of the manufacturing process. A review of the manufacturing records could not be done without a lot number. With the available information, it cannot be determined if the excess fluid was on the sheath or what factors may have contributed to the patient's symptoms.